Manufacturer narrative:
Product analysis: the product has not been returned for analysis, therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a thoracotomy aortic window was utilized for direct access to the ascending aorta due to calcified femoral and subclavian arteries. An 8 french sheath was placed over a j-wire to the level of the annulus. An al1 catheter and straight glide wire crossed the valve. A standard j-wire was inserted and a pigtail catheter was exchanged and returned to the ventricle. A medtronic guidewire was inserted through the pigtail to the apex of the heart. The sheath was removed and subsequent vessel dilations were performed. A 22 french sheath was inserted and required manipulation to position in the ascending aorta. The introducer was difficult to remove from the sheath and the guidewire was manipulated inside the ventricle. The patient became hypotensive and medication was administered. The valve was inserted on the guidewire and deployed successfully. The patient continued to decompensate and the procedure was converted to an open procedure. Subsequently, the patient did not recover and expired on the table. The physician reported the cause of injury was due to a wire ventricular perforation and ascending aortic dissection.

Manufacturer narrative:
The IFU listed to monitor the wire position during the procedure for proper placement of the curve and distal tip. Also, to not push, pull, or rotate or torque the wire against resistance, and to take appropriate action before continuing. This event appeared to be a user related event in which the user manipulated the guidewire while it was inside the ventricle, which then may have led to a perforation of the left ventricle. Unfortunately, without additional information, we were unable to conclusively determine the exact cause of this event. Also, unfortunately, without a returned device we are unable to conclusively assess the condition of the confida guidewire for defects. Based on this information, we feel that this event does not indicate a device malfunction of the confida guidewire. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.